Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to oversensing. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead also exhibited greater than two seconds of pacing inhibition with asystole. It was noted that noise was reproducible with isometrics, however the cause was not conclusively determined. No additional adverse patient effects were reported.